Event description:
A report was received that patient had a local irritation at the ipg site. Other patient symptoms include clear yellow drainage and mild redness. Antibiotics were prescribed as prophylaxis. The physician believed it was device related. The symptoms have been resolved. The patient was doing well.